Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The model and serial # of the unit in question was not reported to us. In addition, there was no alleged malfunction of the iabp; however, we have requested more information. A supplemental report will be provided if additional information is provided. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported that during patient transport with an unspecified intra-aortic balloon pump (iabp), the unit generated a helium loss alarm. Connections were checked and were good and patient was checked and was okay. Upon restarting the pump, the alarm for helium loss was noted again. Physician was notified and it was determined to remove the intra-aortic balloon catheter (iabc). The customer suspected that the catheter had migrated, patient had decreased urine output but that does not explain the helium loss. No blood was noted inside of the balloon or in the tubing. Refer to mfg report number 2248146-2019-00890 for information on the involved iabc.